Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support (ts) that the ultrafiltration (uf) pump didn¿t start at the beginning of a patient¿s hemodialysis treatment on a fresenius 2008t machine. The bmt reported that the patient care technician (pct) didn¿t realize that the uf pump wasn¿t on. When the pct checked on the treatment progress from chairside, it appeared that no fluid was being pulled from the patient. However, the bmt was informed that the uf settings (time, rate, and goal) were set correctly. The patient was able to complete their treatment which was scheduled for 3 hours and 15 minutes. The bmt was unable to verify if there were any adjustments made to the patient¿s uf goal, rate or time. The patient didn¿t have any complaints or symptoms during or after the treatment. However, when the patient realized their post-treatment weight was 0.4 kg higher than their pre-treatment weight, they weren¿t pleased. The patient¿s pre-treatment weight was 64.8 kg, and their post-treatment weight was 65.2 kg. The bmt confirmed the patient didn¿t eat or drink anything during the treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient came back the following day to have additional fluids pulled. The clinic only has one scale, and the bmt confirmed that it was recently calibrated. Following the treatment, the machine was pulled from service for evaluation. The machine reportedly passed all functional checks, and the uf and pressure readings were within specification. No parts were replaced, and no calibrations were needed. After the evaluation, the machine was returned to service.